Event description:
It was reported that the patient had significant weight gain and the implantable pulse generator (ipg) migrated. As a result, the patient experienced difficulty charging and coupling the charger with the ipg. The patient also had inadequate pain relief and discomfort in the pocket site. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket site was moved lower on the left side. The patient was doing well postoperatively.